Manufacturer narrative:
The pod was received deployed. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. Corrosion was observed on the pcb and middle battery. Due to the presence of corrosion, a leak test was conducted. No tears or leaks were observed that would divert fluid from the intended fluid path. Inspection of the pod found no damages or manufacturing deficiencies that would cause the device to deploy earlier than expected. Ultimately because no data could be obtained from the device, it could be conclusively determined because no data could be obtained, it is unknown if the device deployed early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.